Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: initial reporter, occupation: coordinator. G4: PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a patient underwent an ureteroscopy procedure in which the ncircle tipless stone extractor was used. When the medical staff opened the package, the basket wires were sticking together, and the basket did not work correctly. The physician separated the wires by hand. When the basket entered the ureter out of the scope, the wires were stuck together a second time. The basket device was removed, and it was not used. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: as reported, a patient underwent an ureteroscopy procedure in which the ncircle tipless stone extractor was used. When the medical staff opened the package, the basket wires were sticking together, and the basket did not work correctly. The physician separated the wires by hand. When the basket entered the ureter out of the scope, the wires were stuck together a second time. The basket device was removed, and it was not used. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation, in opened packaging. Handle actuates basket formation, but basket does not fully open. Basket can be pressed open, but when withdrawn and redeployed basket will not fully reopen. The returned device was found to have a basket that was not the correct shape due to 2 of the wires being crossed over each other. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one possibly non-conformance related to the reported failure mode. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.